Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was scheduled for replacement due to normal battery depletion. During the pre-explant interrogation, the device was found to be in safety mode. The patient experienced a worsening of heart failure symptoms on the days prior to the explant. The crt-p was explanted and replaced as scheduled. The implanted leads performed normally with the new crt-p. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was scheduled for replacement due to normal battery depletion. During the pre-explant interrogation, the device was found to be in safety mode. The patient experienced a worsening of heart failure symptoms on the days prior to the explant. The crt-p was explanted and replaced as scheduled. The implanted leads performed normally with the new crt-p. No additional adverse patient effects were reported.